Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the programmer showed a broken programmer icon. The reporter did not know the error code that appeared on the programmer. While updating a pump they lost telemetry and the pump went into stopped pump mode for approximately 5 minutes. The reporter updated the pump successfully at the time of the report. The cause of the programmer issue was not determined. No patient symptoms or pump medications were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.